Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During replacement procedure on (B)(6) 2017, when the 5/6 mm lead was removed from precedent generator (model#:2405m/s s/n#(B)(4)) measuring by psa, measured data was acceptable. There were no anomalies in connecting the lead. After five hours of the procedure, pacing failure and under sensing were observed. When checking by programmer, pacing failure was 7.5v and under sensing was observed and lead impedance was measured to be 1500 ohm. The physician suspected the malfunction of generator or fracture of lead since the measured data was acceptable by measuring psa, so the new lead (model#:2088tc/52 s/n#:(B)(4)) was added and the generator was replaced on (B)(6) 2017, and the procedure was completed with no consequences to the patient.